Event description:
A customer in (B)(6) notified biomérieux of misidentification of 3 organisms when testing several qc strains in association with vitek® 2 gn ID test kit. Pseudomonas aeruginosa was misidentified as burkholderia cepacia. Escherichia coli was identified as citrobacter. Klebsiella species was identified as acinetobacter species. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. There was no patient associated with these qc strains. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of the misidentification of three (3) organisms when testing several qc strains in association with vitek® 2 gn ID test kit. An internal biomérieux investigation was performed. The customer reported testing the strains from blood agar (various vendors - himedia, merck and scharlau) and incubating the strains in air for 24 hours at 37c. It was unclear if the customer also uses homemade media. The strain and raw data was not available. Six (6) lab reports were submitted. Four (4) lab reports showed excellent identifications of p. Aeruginosa. A lab report labeled pa23353-1, showed a good identification of b. Cepacia with four (4) atypical positive reactions (dmal, dtag, dtre, larl) for an identification of p. Aeruginosa according to the gn knowledge base. A lab report labeled pa23353-2, showed a good identification of b. Cepacia with two (2) atypical positive reactions (dcel, phos) for an identification of p. Aeruginosa according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentifications. Vitek 2 gn ID test kit lot #2410106103 and lot #2410056103 met final qc release criteria. These lots passed qc performance testing.